Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an altitude alarm after exposing the pump to steam. Customer was not outside of the labeled operating altitude range. There was no reported adverse impact to the customer's blood glucose level. After removing moisture from speaker holes and cartridge area, the alarm cleared and insulin therapy resumed.